Event description:
A surgical coordinator reported that during a lasik procedure, there was an energy error that caused the case to be aborted. Patient was able to have the lasik procedure completed at a later date. Patient is fine.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).